Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2006. Revision surgery was performed on (B)(6) 2011 due to disease progression. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Corrective actions have been initiated to address late submission. This report filed march 6, 2012.